Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that patient states his inflatable penile prosthesis (ipp) device is not working properly. Patient had a follow up visit 402 days after implant.